Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit shutdown. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and a review of the logs. The power controller board was replaced.